Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient passed away on (B)(6) 2014. The medical examiner's office contacted sjm inquiring about returning the patient's explanted scs system. The office did not release the cause of death. Further attempts made by sjm to determine the cause of death were unsuccessful.